Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during an intubation procedure part of the stylet became detached and dropped into the patient's lung. The piece was visualized and removed via bronchoscope. No permanent adverse effects are reported.